Event description:
It was reported that the bd relion® insulin syringes experienced liquid substance coming from barrel onto needle. The following information was provided by the initial reporter: consumer reported prior to drawing her insulin, she pushes the plunger rod down and "liquid substance" comes from barrel onto needle.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes d10: returned to manufacturer on: 09nov2022 h6: investigation summary: samples were received and an investigation was performed. This is the 1st related complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. A review of the device history record was completed for batch # 0300042 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples and/or photo(s) received the investigation concluded: confirmed: embecta was able to duplicate or confirm the customer¿s indicated failure. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.

Event description:
It was reported that the bd relion® insulin syringes experienced liquid substance coming from barrel onto needle. The following information was provided by the initial reporter: consumer reported prior to drawing her insulin, she pushes the plunger rod down and "liquid substance" comes from barrel onto needle.